Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be determined. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited a blackout. The issue occurred during reprocessing. There were no reports of patient involvement.